Event description:
Per the attorney: "family member was pushing.... Pt, in the wheelchair in the manner and for the purpose for which it was intended across a paved surface, when the right front wheel allegedly collapsed which sent pt, onto the pavement caused permanent injury, including a prosthetic shoulder joint to be surgically implanted. Family member was injured on their right leg and arm from falling upon the wheelchair."